Event description:
It was reported that during use, the cardiosave intra aortic balloon pump is leaking heliumand going through 1-2 tanks. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
Updated fields - b4, d9, e1 event site mail, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Additional point of contact name tom toth, phone : (B)(6). A getinge field service engineer (fse) evaluated the unit and replaced all components related to helium leak. The high pressure line, helium fill manifold, quick connect, analog pressure gauge and checked all connections, but the system still shows a leak. The leak was within the OEM standards but the customer requested a return visit. The fse stated that during his return, requested by the customer, that fse would bring a helium sniffer and refill station for further testing. The system presented a helium leak using ion science ltd gascheck 19-01558. The helium sniffer located leak in console and cart. The fse replaced the fill manifold assembly, helium lines in cart and console and high pressure helium regulator. The leak was remedied and brought well within OEM specifications. The fse also found during testing with sniffer that air gas provided helium tank has a faulty valve. The fse notified the staff of the problem. Additional gfes have been performed to obtain further information. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: h6 (component codes).

Event description:
N/a.